Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "keypad volume low" caused by a failed speaker. The rear case assembly (containing the failed speaker) was replaced.

Event description:
It was reported that a spectrum infusion pump had low keypad volume. It was also reported that there was no patient injury.